Event description:
I ordered from (B)(6) the pursonic rechargeable sonic toothbrush, and each time I utilised it, I noticed that the intense vibrations caused me headaches, dizziness, and soreness of my gums. Then I called pursonic's customer service dept and emailed them my concerns, they responded by stating that I could not return the product to them, although they offered me a new one, which I promptly refused to received or utilize. Location of injury: head, mouth. Type of injury: dental injury, dizziness, headache. Number of victims involved: 1. Yes, you may include my report in the public database. I am (B)(6)years of age or older. Pursonic rechargeable sonic toothbrush with uv sanitizer, (B)(6), model pro-series s450-sr deluxe plus; personal care, sonic toothbrush. Purchased from: (B)(6); purchase date: (B)(6) 2018; "is this an estimated date: yes." Product was not damaged before the incident. The product was not repaired before the incident. The product was not modified before the incident.